Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and patient condition, and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Manufacturer narrative:
The device rermains implanted.

Event description:
The patient underwent angioplasty and stent placement to treat a basilar artery stenosis. At 12 months follow-up the patient¿s modified rankin scale was measured of 0. Subsequent review of imaging showed that at 17 months follow-up the patient had complete stent occlusion probably due to thrombosis. There were no clinical symptoms or medical intervention reported.

Event description:
The patient underwent angioplasty and stent placement to treat a basilar artery stenosis. At 12 months follow-up the patient¿s modified rankin scale was measured of 0. Subsequent review of imaging showed that at 17 months follow-up the patient had complete stent occlusion probably due to thrombosis. There were no clinical symptoms or medical intervention reported.